Event description:
The customer reported values are not allowed. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 09oct2019. The manufacturer¿s international service technician confirmed the reported issue. Confirmed the machine failure and the wrong start-up. Low suction pressure, tidal value does not show. The manufacturer¿s international service technician checked and found that there were droplets at the exhaust end of the machine. After cleaning up the steam, the machine restored to power. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported values are not allowed. There was no patient involvement.